Event description:
It was reported: patient discomfort. The acetabular shell was removed and replaced with a competitor's shell and liner. A femoral head was the only sulzer product used in the revision.